Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07422 and 1627487-2015-07423. It was reported the patient is unable to increase her stimulation and can no longer get effective therapy. An impedance check revealed high impedances on multiple contacts. Programming could not provide resolution. As a result, the patient will undergo surgical intervention. The patient has 4 leads of two systems with three lot numbers. All leads are being reported because it is unknown which leads have high impedances.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07422 and 1627487-2015-07423. Follow-up revealed the patient's occipital leads were explanted and replaced on (B)(6) 2015. During the procedure, the doctor also electively explanted and replaced an extension. The issue was resolved by surgical intervention.